Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion surgery due to lumbar canal stenosis. Intra-op, driver tip was broken when performing final tightening, and remained inside the set screw. The broken piece was removed along with the set screw. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of the instrument's tip has been broken off and remains inside the screw. A microscopic review of the fracture reveals material flow in the clockwise direction. The flat face is fairly smooth but has a distinct angulation. This angulation gives indications that there was a bending moment placed on the tip of the driver through off-axial pressure. The tip of the driver's outer diameter and the hardness of the shaft meet print specification. If information is provided in the future, a supplemental report will be issued.